Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, dents on distal edge/dent on outer tube, 30 error message on screen, failed light transmission. A root cause could not be identified. Based on the results of the investigation, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited that the scope was cloudy and did not focus well. There were no reports of patient harm.